Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons are not responding on the insulin pump. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated the insulin pump alarmed unexpected restart and it was cleared. The insulin pump was stored without being used for a long time. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.